Manufacturer narrative:
The device was not received for evaluation; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactile inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors have contributed to the event as reported. The event date and patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch will be submitted.

Event description:
It was reported that, during a flexible vieterolithotomy procedure, the hydrophilic guide was passed, when it was removed, it was noticed that it did not come out, the guide was rigid, we could have removed it by using a compress. The guide was hydrated again and when finally it was removed the guide broke. Another guide of the same reference was passed to complete the procedure and this worked perfectly.